Event description:
Related to MFR report # 2183959-2012-03033, 03034. It was reported that a monarc device was implanted, the date of implant was not provided. She had immediate severe post-operative pain after surgery and was taken back to the operating room for adjustment. The date of this procedure was not provided.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.